Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-sep-2025 by a physician via a sales representative concerning a female patient of unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. In (B)(6) 2023, the patient received treatment with sculptra to the face (unknown amount, lot number, injection technique and needle type). In (B)(6) 2023, the patient received treatment with sculptra to the face and the neck (unknown amount, lot number, injection technique and needle type). The sculptra was injected into neck (off label use of device). On the same day, the patient received redensity 1 to the face and the neck. In (B)(6) 2023, the patient received treatment with restylane skinbooster vital (restylane vital) to the face (unknown amount, lot number, injection technique and needle type). In (B)(6) 2024, the patient received treatments with restylane skinbooster vital (restylane vital) and sculptra to the face and the neck (unknown amount, lot number, injection technique and needle type). On (B)(6) 2025, the patient developed nodules (implant site nodule) on the neck and was treated with hyaluronidase (ha) [hyaluronidase] and facial indiba treatment. In (B)(6) 2025, the patient was treated again with hyaluronidase and facial indiba treatment. In (B)(6) 2025 follow up, there were nodules on the neck, along with significant oedema (implant site oedema) were observed. The associated diseases were ruled out, and the patient did not undergo any further cosmetic treatments since (B)(6) 2024. The patient was currently being treated with unspecified corticosteroids and unspecified antibiotics (brands and dosage known), and progress was being monitored. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Oedema was unknown. Sculptra was injected into neck was recovered/resolved.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site and non-serious expected event of oedema at implant site were considered possibly related to the treatments. Seriousness criteria include the need for medical intervention to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes concomitant filler treatment with redensity 1 or the use of indiba facial radiofrequency. The sculptra was used off label to neck. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site and non-serious expected event of oedema at implant site were considered possibly related to the treatments. Seriousness criteria include the need for medical intervention to prevent permanent damage. The potential root cause is the treatment procedure. Potential contributory factor includes concomitant filler treatment with redensity 1 or the use of indiba facial radiofrequency. The sculptra was used off label to neck. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up attempts to obtain additional information have been made. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician via a sales representative concerning a female patient of unknown age. No information about medical history, history of allergies or previous filler treatments has been provided. In (B)(6) 2023, the patient received treatment with sculptra to the face (unknown amount, lot number, injection technique and needle type). In (B)(6) 2023, the patient received treatment with sculptra to the face and the neck (unknown amount, lot number, injection technique and needle type). The sculptra was injected into neck (off label use of device). On the same day, the patient received redensity 1 to the face and the neck. In (B)(6) 2023, the patient received treatment with restylane skin booster vital (restylane vital) to the face (unknown amount, lot number, injection technique and needle type). In (B)(6) 2024, the patient received treatments with restylane skin booster vital (restylane vital) and sculptra to the face and the neck (unknown amount, lot number, injection technique and needle type). On (B)(6) -2025, the patient developed nodules (implant site nodule) on the neck and was treated with hyaluronidase (ha) [hyaluronidase] and facial indiba treatment. (B)(6) -2025, the patient was treated again with hyaluronidase and facial indiba treatment. In (B)(6) 2025 follow up, there were nodules on the neck, along with significant oedema (implant site oedema) were observed. The associated diseases were ruled out, and the patient did not undergo any further cosmetic treatments since (B)(6) 2024. The patient was currently being treated with unspecified corticosteroids and unspecified antibiotics (brands and dosage known), and progress was being monitored. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Oedema was unknown. Sculptra was injected into neck was recovered/resolved. Tracking list: v.0 initial, v.1 follow-up attempts with the reporter have been performed without receiving a response. The case has been reopened to submit a final report.